Manufacturer narrative:
Complained product will not be not available.

Event description:
Top of the brush head (where the bristles are) falls right off- oral b power care [device breakage]. Case narrative: consumer via chat reported that the very top (where the bristles are) falls right off the rest of the top (the part that goes into the toothbrush). No injury was reported.